Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced due to loss of sensing. The defib portion remains active. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Addition information received indicated that prior to the lead being capped, patient presented to the ER after receiving inappropriate hv therapy due to post sensed t-wave oversensing. Low r-wave was noted followed by an oversensed t-wave. Programming changes were made during the device check.